Manufacturer narrative:
The reason for the shoulder pain reported is likely due to rotator cuff tear as reported. Contributions from patient-related issues, soft tissue tensioning, and/or component positioning or sizing issues to the reported event cannot be determined from the reported information. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. D1: corrected. H6: corrected investigation clinical codes.

Manufacturer narrative:
D10: 300-30-07 - equinoxe preserve stem 7mm: 5741352, 310-02-47 - equinoxe, humeral head tall, 47mm (beta): 6100859, 300-10-15 - equinoxe replicator plate 1.5mm o/s: 6373792, 314-13-23 - equinoxe cage glenoid m, post aug, left: 5793298. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the left side. Approximately 55 months post-op and 6 months prior to follow-up, the patient began experiencing shoulder pain. Diagnosis indicated a rotator cuff tear with prescription of medication and physical therapy. No further impact to the patient was reported. No other information is available.